Event description:
The complainant reported while attempting to place an implant in a pt, at an unknown fdi dental site on (B)(6) 2012. The driver was difficult to remove from the implant. The implant with the driver still attached was removed from unknown fdi dental site. There was no indication from the complainant of any adverse effect to the pt as a result of the procedure.

Manufacturer narrative:
The driver was returned with the implant still attached, the reported incident was confirmed. Keystone dental has conducted an extensive investigation into this matter and determined that the intended friction fit between the driver and implant in combination with an excessive axial pressure applied by the clinician resulted in a high retention force making driver removal difficult. A development project was initiated to redesign the genesis implant drivers. The redesign implant driver is intended to provide a more consistent retention force of the implant with driver.